Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer replaced the touch panel, but since then the reassembly it displays ¿check loudspeaker¿. It was not able to be determined if the speaker was able to produce sound at the time this report was due. The device was not in clinical use. There was no adverse event or patient harm reported.